Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the device was found to have a number of components affected by corrosion, including the driveshaft. Increased friction due to corrosion of the driveshaft is a probable cause of the reported overheating.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.